Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.